Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during therapy. The patient was on propofol infusion (dose, programmed amount and delivery rate unknown). Having not received fentanyl infusion due to pump defect. The pain was impossible to determined. The patient received several curare bolus during the night without analgesia. The pump was changed and then infusion re-started with 50 mcg fentanyl bolus. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  The reported condition was not verified. The device was found to deliver within specification during flow testing.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.